Event description:
It was reported the patient presented to the emergency department with presyncope and varying heart rates. The remote transmission revealed suspected loss of ventricular capture. The ventricular lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed impedance - varying resistance/impedance. The save to disk data file (B)(4) shows a ventricular lead impedance trend with a spike increase from 499 to 2381 maximum ohms between (B)(6) 2011, then returning to 507 ohms on (B)(6) 2011. Ventricular impedance at implant = 960 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.